Event description:
The micro sagittal saw was sent for evaluation because it was running on its own without activation during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.